Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced shortness of breath (sob) and chest pain shortly after this system was implanted. The patient was checked in an emergency room and it was determined that the right ventricular (rv) lead exhibited low amplitude, undersensing and loss of capture (loc). As result, an x-ray was performed and both implanted leads were found dislodged. The patient underwent a surgical procedure wherein the rv lead was extracted, the right atrial (ra) lead was repositioned into the right ventricle and this pacemaker was relocated from a subcutaneous to a submuscular region. The implanting physician stated the patient suffers from extreme obesity, which likely caused the dislodgment. No additional adverse patient effects were reported.